Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h10.

Event description:
It was reported that while testing with unspecified bd vacutainer® pst¿ blood collection tubes there was an erroneously low mean plasma/serum concentration results obtained. There was no report of patient impact. The following information was provided by the initial reporter: we run a fairly large outreach in nh and we receive samples from a variant of clinics, most of whom are run by our own staff. The samples arrive spun and separated (green and gold gel barrier tubes) and for some reason on these outpatient samples we get large drops in our mean plasma/serum concentration. We have been troubleshooting everything we can think of, and we are wondering if this could be that we are not correctly spinning/handling of the tubes and the gel is somehow interfering with our ion-selective electrodes.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing with unspecified bd vacutainer® pst¿ blood collection tubes there was an erroneously low mean plasma/serum concentration results obtained. There was no report of patient impact. The following information was provided by the initial reporter: we run a fairly large outreach in nh and we receive samples from a variant of clinics, most of whom are run by our own staff. The samples arrive spun and separated (green and gold gel barrier tubes) and for some reason on these outpatient samples we get large drops in our mean plasma/serum concentration. We¿ve been troubleshooting everything we can think of, and we are wondering if this could be that we are not correctly spinning/handling of the tubes and the gel is somehow interfering with our ion-selective electrodes.